Event description:
It was reported that this right atrial (ra) lead exhibited undersensing with loss of capture (loc). In addition, variability on the ra lead impedances and high pacing thresholds were also noticed. Further testing was recommended. No adverse patient effects were reported. This ra lead remains in service.